Manufacturer narrative:
An event regarding limb length discrepancy involving a meridian tmzf hip stem #2/12mm was reported. The event was confirmed. Method & results: -device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. -medical records received and evaluation: a review provided by a clinical consultant indicated: ¿no clinical or past medical history, no operative reports, no patient demographics and no description of physical examination results alluding to a leg length discrepancy are available. The leg length discrepancy described in the event description is due to pelvis obliquity and shortening of the left hip rather than the well-placed, properly sized right total hip arthroplasty components.¿ an addendum provided by a clinical consultant indicated: ¿review of this additional documentation does not alter the conclusions of my earlier report.¿ -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that based on the review of the medical records by the clinician "no clinical or past medical history, no operative reports, no patient demographics and no description of physical examination results alluding to a leg length discrepancy are available. The leg length discrepancy described in the event description is due to pelvis obliquity and shortening of the left hip rather than the well-placed, properly sized right total hip arthroplasty components." An addendum was provided by the same clinician consultant and the additional documentation that was provided and reviewed did not alter his conclusion from the earlier report.

Event description:
While having a conversation with stryker employee, "patient said he thinks his surgeon put the wrong size hip in. He was told this by two people that observed him, one was a neighbor who is in the orthopedic field. He feels no discomfort or pain, just off balance. Operation was three years ago.¿ patient stated he had hip surgery (right side) in (B)(6) 2011 and soon after noted a difference in leg length of about 2 years. He had his legs measured by a rheumatologist approximately 2 years ago who noted a 2" difference. Patient stated he has no pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Still implanted.

Event description:
While having a conversation with stryker employee, "patient said he thinks his surgeon put the wrong size hip in. He was told this by two people that observed him, one was a neighbor who is in the orthopedic field. He feels no discomfort or pain, just off balance. Operation was three years ago.¿ patient stated he had hip surgery (right side) in (B)(6) 2011 and soon after noted a difference in leg length of about 2 years. He had his legs measured by a rheumatologist approximately 2 years ago who noted a 2" difference. Patient stated he has no pain.